Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed about "empty tubing/reservoir," and the alarm had been acknowledged. The pump had been instructed to be restarted. The screen had read "running" and "reservoir volume empty in 14 hours and 8 minutes," and the alarm had returned with "empty tubing/reservoir." Trouble shooting was continued but the alarm persisted. The alarm had been silenced, and the pump had been powered off. The tubing had been clamped. The patient had been instructed to call the clinic in the morning when they opened for further instructions.there was patient involvement, but no patient harm reported.